Event description:
It has been reported to philips that the table was intermittently floating. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical and customer performing the diagnostic procedure when issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the table was floating intermittently. Upon functional testing, fse verified all brake connections and found no issue. As the device was fully operational, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.